Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovulation pain ("get more cramps with ovulation than with periods") and pruritus ("itchy boobs syndrome when ovulating"). Essure was removed. At the time of the report, the medical device removal, ovulation pain and pruritus outcome was unknown. The reporter provided no causality assessment for ovulation pain and pruritus with essure. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: social media received. Reporter added. Event: medical device removal were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovulation pain ("get more cramps with ovulation than with periods"), pruritus ("itchy boobs syndrome when ovulating") and fibromyalgia ("fibromyalgia"). Essure was removed. At the time of the report, the medical device removal, ovulation pain, pruritus and fibromyalgia outcome was unknown. The reporter provided no causality assessment for ovulation pain and pruritus with essure. The reporter considered fibromyalgia and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received-reporters information was added. New event fibromyalgia was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.